Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.